Event description:
Patient had a blood glucose reading with the freestyle meter of 101mg/dl. Soon after the reading, patient passed out and was taken to the emergency room. A lab comparison reading was 36 mg/dl compared to a freestyle reading of 70mg/dl. Treatment was sugar packets in orange juice. Testing was on hands for freestyle. A vial of blood was drawn for the lab testing.